Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric by pass procedure the surgeon fired across the stomach and when he observed the staple line the device had cut and stapled however the distal area of the staple line was incomplete and had malformed staples. He over sewed the area and completed the procedure. There was no patient consequence reported. The device was discarded.